Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force and "no cartridge detected" warnings. During eval, when the load step was activated, the piston continued to push the fluid out of the cartridge until a "no cartridge detected" warning appeared.